Event description:
The rptr received the er1 message and confirmed it was because he was not able to get enough blood on the test strip. He tests 1 to 2 times a day and his diabetes is controlled by diet.